Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with hiatal hernia repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 due to pelvic organ prolapsed, stress urinary incontinence and mesh were implanted into the patient. It was reported that following insertion the patient experienced urinary problems.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/14/2016.